Event description:
On or around (B)(6), 2009 an "ams elevate" was implanted to treat her for "stress urinary incontinence and/or pelvic organ prolapse." Plaintiff's attorney has alleged that, "as a result of the implantation" of the mesh, "plaintiff suffered serious bodily injuries, including pain, discomfort, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding." It was also alleged that, "as a result of having the synthetic mesh system implanted into her, plaintiff has experienced significant mental and physical pain and suffering and she has sustained permanent." Also alleged, "plaintiff suffered debilitating injuries from the subject synthetic mesh systems including mesh erosion, hardening, chronic pain and worsening urination," leading to the need for medical intervention and "has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain," and "other such damages."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.